Event description:
It was reported that device feature smartpass was disabled as the result of undersensing low amplitude signals. The patient was seen in-clinic for follow up and smart pass was re-enabled. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing. Review of the patient electrogram (egm) found that the r-wave amplitude drops and a morphology change is observed which leads to undersensing follow by oversensing. It is unknown if the change in morphology is a result of a change in underlying patient condition. The patient reported they were bent over at the time of the shock. Technical services (ts) recommended further troubleshooting in office. At this time, the device system remains in-service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock from this s-ICD system. The physician has deactivated the system. Ts noted that the shock was likely caused by noise from the patient's left ventricular assist device (lvad). No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.